Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 319mg/dl. The customer's expected fasting blood glucose test result range is 76 to 296mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/25/2019 and open vial date is less than one week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer's husband was calling in for her because they felt that the meter was testing higher than they are used to seeing. Customer did state that the meter results were being tested against a one touch meter and a result meter. Neither of the 2 meters have had control test done recently. A control test using 2 different levels was done today on the track meter and both results were within the range but customer's husband stated that he did not feel comfortable with the meter results. Customer's wife had no symptoms of high or low blood glucose at this time.